Event description:
Customer reported a leak of 20 ml of diluent from the flow cell area of the coulter® lh 750 hematology analyzer. The customer reported the incident occurred while the operator was troubleshooting the analyzer for differential vote outs. The customer was wearing gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(6) 2013, the field service engineer (fse) evaluated the analyzer and found the sample line from the diff mixing chamber to the bottom fitting of the flow cell was disconnected. The fse reconnected the tubing and resolved the leak. Identification of failure mode: the failure mode was a disconnected sample line from the diff mixing chamber to the bottom fitting of the flow cell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).